Manufacturer narrative:
A request for the return of the device has been made.

Event description:
The facility reported a fail code 703. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there was no information regarding whether or not any patient injury or medical intervention was associated with this report.